Manufacturer narrative:
A product investigation is in progress.

Event description:
On (B)(6) 2020, consumer sent e-mail stating the tampon split when she removed it, and half of it did not come out. No serious injury was reported. On (B)(6) 2020, a follow-up phone call: the consumer confirmed it was only the chevron shape of the product as a result of expansion. It did not split and nothing had been lost. No injury was reported.

Event description:
24-aug-2020 consumer sent e-mail stating the tampon split when she removed it, and half of it did not come out. No serious injury was reported. 25-aug-2020 follow-up phone call: the consumer confirmed it was only the chevron shape of the product as a result of expansion. It did not split and nothing had been lost. No injury was reported.

Manufacturer narrative:
25-sep-2020 product investigation results: no failure could be identified as a result of the investigation.